Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 405 mg/dl. Customer took a bolus and gave herself 3.2 units. Customer checked 30 minutes later and it was at 382 mg/dl. Customer gave herself a bolus of .600 units and her blood glucose is back up to 402 mg/dl. Customer had the following symptoms of high blood glucose: racing pulse and chills. Customer stated that she does not have a back-up plan. Customer treated with a bolus from the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that she does not have a tubing clamp. Customer will be sent out a tubing clamp and was advised to call back to continue troubleshooting when she receives it. Customer was advised to do a complete set change.